Manufacturer narrative:
Correction: f10/h6: medical device problem codes (remove a0501), f10/h6: component codes (remove g04134). H11: the actual device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage under water, pull, and flow testing along with priming were performed on the sample; the device was found to be within product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked right under drip chamber. This occurred while priming the tubing prior to patient use. The device contained saline. There was no patient involvement. No additional information is available.